Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the following additional information and was received: sample device return? When we send the sample to you, we will let you know its return date and tracking number. Lot #? The lot number is unknown. When was it noticed that negative pressure could not be applied? Before the drain was place in tissue or after the drain was placed in tissue? After the drain was placed. Was there a failure of the locking plate mechanism? No further information is available. Was there issue with the drain or reservoir causing the reported issue? No further information is available. Any medical / surgical intervention required to replace device (drain or reservoir) with new one? No further information is available. How was case completed? No further information is available. No further information will be provided. Attempts have been made to obtain additional information. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on (B)(6) 2019 and a reservoir was used. After the drain was placed, negative pressure could not be applied. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 8/27/2020.